Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: there was evidence of moisture corrosion observed on the display screen. The pump failed a leak test due to a leak at the display. Moisture corrosion was found on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue.